Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 17, 2016 that a wallflex esophageal rmv stent was used in the esophagus during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a perforation caused by food impact. On (B)(6) 2016, the physician attempted to remove the stent using a rat tooth alligator forcep. However, the stent suture was noted to be broken. Two attempts were made to remove the stent by grasping the proximal end of the stent wire but did not succeed. The procedure was not completed due to this event, however, a new procedure is planned to remove the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.